Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mega suturecut needle driver instrument was analyzed and found to have the main tube broken. Pieces measuring approximately 0.117" x 0.129" and 0.175" x 0.113" were not returned with the instrument. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer-reported issue.

Event description:
It was reported that during a da vinci-assisted ventral hernia tapp surgical procedure, there was a break at the joint where the mega suturecut needle driver's tip connects to the rod part of the instrument. One of the jaws was not moving correctly and the instrument got stuck in the trocar. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and no issue was noted. The customer noticed grips/jaws would not close. The port size was not increased in order to move the instrument from the trocar. There was no physical damage. The customer is not aware of any instrument collisions.